Event description:
A pt reported experiencing inaccurate erratic results with ft meter. The pt's blood glucose results were 70 mg/dl,200+mg/dl. Tests were done within <10 mins with a difference of 86%. Pt did not experience any adverse events. No further info has been reported.